Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient have experienced low blood glucose and it was treated by consuming1 regular soda 1/4 of the bottle, consumed another bottle of pop 100mg of carbs on (B)(6) 2026.